Event description:
Event called in by pt self tester's mother alleging receiving discrepant high inratio value. Test performed as correlation. Pt is a ten yr old girl. On (B)(6) 2014, inratio 5.5, lab 3.5. Time between testing 10 mins. Pt's therapeutic range 3.0 - 3.5.

Manufacturer narrative:
Investigation pending.